Event description:
Report received of an independent rate change. The pump was programmed to deliver 1000ml of an unspecified solution at 650ml/hr on the primary line and 100 ml of tpn at 50ml/hr on the secondary line. The total volume of tpn in the bag was 1250ml. Reportedly, the nurse hung the tpn and then went to lunch. At 1:30pm, approximately 1.5 hours later, the tpn was found to be infusing at 650ml/hr. The tpn was stopped and the doctor was notified. A basal metabolic rate, complete blood count, and triglycerides were drawn and all reported to be within normal limits. The pt did not experience any adverse effects. No medical interventions were required. Though requested, there was no further info available.